Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the rtc was reset when local staff carried out a buzzer sounding test during a routine inspection of the mr1. The capacitors on the control board had leakage marks.